Event description:
It was reported that during a da vinci-assisted prostatectomy- radical w/ lymphadenectomy surgical procedure, monopolar instrument was not cutting. Prior to calling technical support, or staff swapped/checked neutral pad, instrument cable, instrument and power cycled the system which did not solve the problem. Caller reported there was error c-34. Intuitive technical support engineer (tse) asked caller to power cycle the erbe, caller stated this was already done before calling. Tse asked caller to power off the erbe and disconnect it from the main power. Caller stated this was also done. Tse asked caller if they have another system or force triad with energy activation cable. Caller stated other system was in use and surgeon does not want to use/risk using external diathermy system. The procedure was aborted.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The integrated electro surgical unit(iesu) was analyzed and the reported failure (error c-34) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. On startup the unit displayed error c-34.

Event description:
Refer to h10/h11 for follow-up information.